Event description:
It was reported that a patient underwent an ipd (interspinous process decompression) procedure at l3-l4 and l4-l5 to treat lumbar canal stenosis and the surgery was "completed without any incident". Sometime post-operatively during a routine follow-up, it was confirmed that one of the devices had "migrated posterior, but it was not dislocated completely". Reportedly, the patient is asymptomatic, and no treatment was provided for the patient. Per the surgeon, "the patient had been active post-operative". No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient was taken to the site by ambulance because of cardiopulmonary arrest and subsequently died with a diagnosis of myocardial infarction on that day. The physician considered that the causal relationship between the patient's death and implant could be ruled out because both implants were removed before the death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician statemade a statement regarding the patient's delayed discharge from the hospital. The physician commented that the delay "was not due to insufficient imporvement". No further information was reported.

Event description:
It was reported that the patient's condition improved after implantation but sometime post-op "neurological symptoms deteriorated". Approximately 9 months post-op, the patient underwent a revision surgery with laminectomy and the both implants were removed. It was also reported that "the patient was unable to keep at rest after surgery". No other patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
Laminectomy was performed at l3 to l4. The physician judged device as effective in this patient.